Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an eod error code message. User reported only one channel was needed to complete the surgical procedure. User reported surgery was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.